Manufacturer narrative:
Product analysis # (B)(4): (B)(6): became aware that films are available in the anchor registry for subject: 198-011: (B)(6) pre-cta; (B)(6) implant angio; (B)(6) post-cta. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of an asymptomatic thoracic aortic aneurysm. The physician elected to implant six heli-fx endoanchors in one endograft to another endograft to the distal neck out of concern for late failure. The aneurysm extended from the visceral aorta to the suprarenal abdominal aorta. The maximum aneurysm diameter measured 66 mm. The diameter of the aorta at the superior mesenteric artery measured 32 mm in diameter. The diameter immediately proximal to the aneurysm measured 32 mm. The proximal neck length measured 45 mm and the distal neck length measured 20 mm. There was no vessel tortuosity, there was no thrombus at the proximal seal zone, and there was no calcium at the proximal seal zone. There was localized calcium at the distal seal zone that covered 40% of the circumference with a maximum thickness of 1.5 mm. It was reported that, a CT revealed that the valiant stent graft had a proximal type I endoleak. The maximum diameter of the aneurysm measured 62 mm. The patient was hospitalized and, the physician elected to implant a valiant 42x42x200 stent graft proximally. The stent graft extension was advanced up to the subclavian artery and was successfully deployed without left subclavian artery coverage. A reliant balloon was then used to balloon the overlap of the previous stents. The proximal seal zone was not ballooned. A completion aortogram revealed perfect position of the aortic stent graft with no impingement of flow on the brachiocephalic vessels. No further endoleak was visualized, the physician was satisfied with the result, and the procedure was completed. The investigator assessed that the event was related to the aneurysm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. However, it is possible that disease progression with vessel dilation at the proximal seal zone, and proximal neck calcification, may have contributed to the type ia endoleak. If information is provided in the future, a supplemental report will be issued.